Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small hole through which the parenteral nutrition comes out. This was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from february 26, 2023 - february 27, 2023. The device was received for evaluation. A visual inspection and magnification was performed and a tear was observed near the lower right side/edge in back side of the bag. Functional testing was performed and a leak was observed at the lower right side near edge in back of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.